Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up and the pulse generator exhibited backup operation. The device was explanted and replaced on (B)(6) 2014 due to an elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.